Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 150mg/dl. The customer stated that infusion set changes would temporarily resolve the issue before another occlusion alarm would occur. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion as they had troubleshot the issue on their own and insulin was observed exiting the infusion set tubing. No damage was noted to the cannula. Reportedly, the customer does use areas for their infusion set sites that have scar tissue. Cts educated the customer in regards to occlusion alarms and advised the customer about proper site rotation. The customer was to change pump supplies to address the issue.